Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Oversensing during interrogation was reported. The lead and device were replaced. It was later reported the patient received inappropriate shocks due to noise on the rv (right ventricular) lead. No further patient complications have been reported as a result of this event. No conclusion can be drawn interference oversensing shock, inappropriate.

Event description:
Oversensing during interrogation was reported. The lead and device were replaced. It was later reported the patient received inappropriate shocks due to noise on the rv (right ventricular) lead. No further patient complications have been reported as a result of this event.